Event description:
It was reported that during implant, removing the guidewire from the left ventricular (lv) lead required extensive force. Eventually the wire was removed with the lead remaining in place, however upon connection to the device and analyzer, the lv lead exhibited low impedance in the lv4 to lv3 vector. The lead was removed and a replacement lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/ overstress. The analyst noted that the competitors guidewire was not returned and a fresh guidewire was used to attempt test. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.